Manufacturer narrative:
(B)(4). Patient medications: lasix, aspirin, metoprolol, crestor, levothyroxine, duexis, hydroxychloroquine, and methylprednisolone. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2012, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient presented to the emergency department on (B)(6) 2018, with complaints of pain in the left lower quadrant of the abdomen and the left inguinal area. Computed tomography images dated (B)(6) 2018, taken at the hospital revealed an infrarenal abdominal aortic aneurysm, measuring up to approximately 5.8 cm in diameter. There is an aortic stent graft in the infrarenal abdominal aorta. The limb of the stent graft that extends into the right common iliac artery does not oppose to the wall of the common iliac artery, with the wall of the right common iliac artery significantly dilated/aneurysmal, surrounding the right iliac limb of the stent graft, with the common iliac artery measuring up to 3.8 cm in diameter. There is aneurysmal dilatation of the left common iliac artery, measuring approximately 2 cm in diameter. There is an aneurysm of the right internal iliac artery, common measuring approximately 8 mm. The descending thoracic aorta is tortuous and mildly aneurysmal measuring up to 3.2 cm in diameter. On (B)(6) 2018, the physician reintervened and implanted an additional gore device in the right external iliac artery to add extension to the previously implanted ipsilateral limb of the gore device. Reportedly there was a distal type I endoleak on the ipsilateral limb of the rmt311415/10271411 device. The patient tolerated the procedure.